Manufacturer narrative:
The lot number for 7 of the 13 malfunctions was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 7 of the 13 malfunctions. 4 medical records also included images. A patient-device interaction problem was confirmed for 5 malfunctions and was inconclusive for 2 malfunctions based on the medical records. Medical records have not been returned for evaluation for 6 malfunctions; therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number) gfol0128, gfol2725, gfoj4340, gfpd0740, unknown.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The thirteen malfunctions involved thirteen patients with no patient consequences. Five patients ranged from (B)(6) years of age and one patient was reportedly (B)(6) lbs. Of the reported patients, five were male and two were female. All other patient information was not provided.

Event description:
This report summarizes 12 malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced perforation. This information was received from various sources. The 12 malfunctions involved 12 patients with no patient consequences. Eight patients ranged from 44 to 75 years of age and two patient's weight ranged from 170-180 lbs. Of the reported patients, eight were male and four were female. All other patient informations were not provided.

Manufacturer narrative:
H10: of the 13 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80733. H10: the lot number for 6 of the remaining 12 malfunctions were provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 12 malfunctions. Of the 12 malfunctions, seven medical records also included images. For four malfunctions, the investigation is confirmed for perforation. For two malfunctions, the investigations are inconclusive for perforation. For 3 malfunctions, tilt (B)(6) code was added additionally and the investigations are confirmed for perforation and unconfirmed for tilt. For one malfunction, tilt (B)(6) code was added additionally and the investigation is confirmed for both tilt and perforation. For one malfunction, migration (B)(6) code was added additionally and the investigation is confirmed for perforation and filter migration. For the remaining one malfunction, difficult to remove (B)(6) code was added additionally and the investigation is confirmed for the perforation and retrieval difficulties. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: g3, d4 (corporate lot number: gfol0128, gfol2725, gfoj4340, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for 7 of the 13 malfunctions were provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 9 of the 13 malfunctions. Five medical records also included images. For 3 malfunctions, the investigations are confirmed for perforation and is unconfirmed for tilt. For three malfunctions, the investigation is confirmed for perforation. For two malfunctions, the investigations are inconclusive for perforation. For the last malfunction, the investigation is confirmed for both tilt and perforation. Medical records have not been returned for evaluation for 4 malfunctions; therefore, the investigations are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (corporate lot number) gfol0128, gfol2725, gfoj4340, gfpd0740, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The thirteen malfunctions involved thirteen patients with no patient consequences. Six patients ranged from 48 to 75 years of age and one patient weighed 180 lbs. Of the reported patients, five were male and four were female. All other patient informations were not provided.

Manufacturer narrative:
H10: the lot number for 7 of the 13 malfunctions were provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 11 of the 13 malfunctions. Five medical records also included images. For 3 malfunctions, the investigations are confirmed for perforation and is unconfirmed for tilt. For four malfunctions, the investigation is confirmed for perforation. For two malfunctions, the investigations are inconclusive for perforation. On malfunction is confirmed for perforation and migration. For the last malfunction, the investigation is confirmed for both tilt and perforation. Medical records have not been returned for evaluation for 2 malfunctions; therefore, the investigations are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: g4, d4 (corporate lot number: gfol0128, gfol2725, gfoj4340, gfpd0740, unknown). H11: b5, h6 (conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The thirteen malfunctions involved thirteen patients with no patient consequences. Seven patients ranged from 44 to 75 years of age and two patient's weight ranges from 170-180 lbs. Of the reported patients, six were male and four were female. All other patient informations were not provided.